Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was low p-wave sensing on the right atrial (ra) lead that resulted in episodes of undersensing. Fluoroscopic imaging was performed and revealed a dislodgement of the ra lead. The ra lead was repositioned to resolve the event and the patient was stable.